Event description:
It was reported two days after groshong's tube placement, the extension tubing broke causing the patient to leak blood. The nurse trimmed the catheter to replace the extension tubing but the length of the catheter changed the tip position.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of broken connector assembly tubing is confirmed and was determined to be use related. One 4 fr groshong connector assembly piece was returned for evaluation. An initial visual observation revealed use residue on the sample. The tubing was observed to be broken just proximal to the molded joint. A small segment of the groshong catheter was observed to be attached to the connector assembly piece. A microscopic observation revealed both fracture surfaces were mostly flat and granular on the outer edges and funneled to the inner part of the tubing, being shinier on this area. The profile view of the tube showed both pieces had a somewhat sharp edge, with uneven areas. The characteristics of the fracture surface in the tubing suggest the extension leg broke due to excessive tensile (pulling) force. This complaint will be recorded for future trending and monitoring purposes.